Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. Technical support confirms the customer reported problem. Technical support performed troubleshooting over to determine the customer reported issue of npi error code 13.1033.149 on 8100 unit. Technical support: 1. Tech called in for help on 8100 unit has error code 13.1033.149 2. The error is software fault on unit will have to re-flash software on unit. 3. Tech inform me the unit belongs to another hospital so he will inform them of the error and what needs to a serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue.

Event description:
It was reported a 8100 experienced error code 131033.149. The error is software fault on device and will need to re-flash software. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported a 8100 experienced error code 131033.149. The error is software fault on device and will need to re-flash software. There was no patient involvement.